Event description:
It was reported that the patient's internal device was not working properly and caused pain. No device test or performance test results were reported. The device was explanted in 2007.

Manufacturer narrative:
This type of event is address in the device labeling.